Event description:
It was reported that this pacemaker was attempted to be implanted during a routine device change out procedure. During the implant procedure, while attempting to connect the right atrial (ra) lead to the new pacemaker, it was reported that the ra lead was unable to be inserted into the device header. Subsequently, another pacemaker was implanted successfully. During the ra lead insertion into the new pacemaker, the same difficulty was encountered. Ultimately, the physician applied silicone oil to the ra lead pin and was successfully able to insert the ra lead into the new device header. Additionally, it was reported that while disconnecting the non-boston scientific right ventricular (rv) lead from the previous pacemaker device, which was being removed due to normal battery depletion, the rv lead body had separated from the pin, therefore, this rv lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the difficulty inserting the lead. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that this pacemaker was attempted to be implanted during a routine device change out procedure. During the implant procedure, while attempting to connect the right atrial (ra) lead to the new pacemaker, it was reported that the ra lead was unable to be inserted into the device header. Subsequently, another pacemaker was implanted successfully. During the ra lead insertion into the new pacemaker, the same difficulty was encountered. Ultimately, the physician applied silicone oil to the ra lead pin and was successfully able to insert the ra lead into the new device header. Additionally, it was reported that while disconnecting the non-boston scientific right ventricular (rv) lead from the previous pacemaker device, which was being removed due to normal battery depletion, the rv lead body had separated from the pin, therefore, this rv lead was surgically abandoned and replaced. No adverse patient effects were reported.